Manufacturer narrative:
B5: update the quantity of devices that ran over 40 minutes to nine (9): six (6) ran 45 minutes, one (1) ran 50 minutes, and two (2) ran 60 minutes. D4: the correct catalogue # is 2c2111k, previously submitted as asku. D4: the correct lot# is 22d021, previously submitted as asku. D4: the correct UDI# is (B)(4), previously submitted as ni. H10: the actual device was not available; however, a couple photographs of the sample were provided for evaluation. The first photo showed fluid inside the device bladder which suggested an underinfusion may have occurred. The second photo showed a kink on the tubing line. The cause of the underinfusion could not be determined from the photograph and the cause of the kink was determined to be from using the device's blue slide clamp, possibly as a result of long term clamping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred between may 06, 2023 to may 24, 2023. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) unspecified intermates underinfused; the devices ran between 40 to 60 minutes. The issue occurred during patient infusion. There were kinks found in the line; it was difficult to squeeze the tube open from where it was clamped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.